Manufacturer narrative:
The tech replaced the brake/steer caster, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brake/steer caster swivels when the brake is engaged, resulting in the brake not holding.